Event description:
This case was initially received via regulatory authority (B)(6) on 15-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("significant abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding between menstruations"), dyspareunia ("pain during sexual penetration"), constipation ("alternating constipation") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced blepharospasm ("spasms under the eye") and dry eye ("ocular dryness"). In (B)(6) 2017, the patient experienced back pain ("lumbago-like back pain"), burning sensation ("feeling of burn in the face") and musculoskeletal stiffness ("daily stiffness"). On an unknown date, the patient experienced furuncle ("furuncles in groin, between the breast and in the ears"), eczema ("eczema on elbows and ears"), amnesia ("loss of memory"), speech disorder ("speech problems"), fatigue ("continuously tired"), alopecia ("hair loss"), loss of libido ("loss of libido") and decreased interest ("a lack of interest for all: sport, children, work...."). The patient was treated with surgery (intervention was planned on (B)(6) 2017 by her gynaecologist to remove essure). Essure treatment was not changed. At the time of the report, the abdominal pain, metrorrhagia, dyspareunia, constipation, diarrhoea, furuncle, eczema, amnesia, speech disorder, fatigue, alopecia, loss of libido, decreased interest, back pain, burning sensation and musculoskeletal stiffness outcome was unknown and the blepharospasm and dry eye had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, amnesia, back pain, blepharospasm, burning sensation, constipation, decreased interest, diarrhoea, dry eye, dyspareunia, eczema, fatigue, furuncle, loss of libido, metrorrhagia, musculoskeletal stiffness and speech disorder with essure. The reporter commented: intervention was planned on (B)(6) 2017 by her gynaecologist to remove essure as she saw her general health state. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-nov-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.634 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.